Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Event problem codes: patient code: (B)(4)- no consequences or impact to patient, labeled. Device code: (B)(4)- other (lens stuck in injector), unlabeled. Evaluation codes: method: (process evaluation) device work order search results: (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai (B)(4) 24.0 preloaded injector on (B)(6) 2014. Prior to implantation, the lens became blocked when handling the device. Lens was not implanted and there was no patient contact.

Manufacturer narrative:
A product evaluation found that the lens was stuck in the cartridge of the device. Based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).